Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was solid white. The customer¿s blood glucose was unknown at the time of the incident. The customer was calling back with blank display after receiving new battery cap. No report of the insulin pump screen flashing when the screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up with an illegible white display. There's a vertical crack located on the left half of the lcd controller. Unable to perform the displacement, and self tests due to the display anomaly.